Manufacturer narrative:
Itek employee. Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: the complaint device is not being returned. It was discarded by the customer therefore not available for a physical evaluation. It was reported that the device was dropped, so this is the root cause of this failure. This complaint cannot be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that following a latarjet procedure the sales rep's top hat screwdriver was dropped and the tip of the device bent. The case was completed with this device with no patient harm or delay. The sales rep could not provide a lot number. The availability of the device is unknown.